Event description:
Additional information was received from the manufacturer representative reporting that the patient has had nearly no stim effect for a long time. During the previous interrogation the rep checked the date of the tablet and yes the graph was showing the right date but instead from past to the actual date it was from the actual date in the future which was strange because normally it was a summary of the last stim weeks. The mdt data did not display any device anomaly. It was further reported that 0% stimulation was by mistake, stimulation was turned. The 0% stim resolved. The cause of prospective using data instead of retrospective was unknown. At a follow up appointment on 2020-(B)(6) showed the issue resolved.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3 004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that there was a wrong date on therapy usage and stimulation was 0%. It was reported that the percentage time of usage showed the future only. Stimulation since last follow up was probably 0%. They used the app first on september 7th on the implantable neurostimulator (ins) and on october 14th for the second time. There was no interrogation with the tablet or the clinician programmer. There was no mix of the two programming devices. On the follow up of september 7th, everything was fine regarding the usage chart. The patient was asked to try different stim groups and it seems that they pressed the off button instead of the synchronize button to change groups therefore had 0% stimulation since the first follow up.